Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got loose and came apart next to the cannula. Due to this, the infusion set always leaked during the nights. There was no stress or pull on the tubing and the pump was not dropped with the set in place. No further information available.